Event description:
It was reported that device was less than two years old but the longevity estimate was only showing 1.5 to 2.5 years. The physician was concerned that it may have an abnormal current drain. It was noted that the capture management had bumped up the ventricular outputs. The device outputs were lowered and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076-58 implantable pacing lead (B)(6) 2006; 5076-52 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The battery estimate is low due to ventricular capture management increasing the ouptuts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.